Manufacturer narrative:
Analysis found no fault with the device. The customer's complaint could not be duplicated. The device was tested and passed all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the interface had no reaction during mastoidectomy. A back up device was used to complete the procedure. There was no patient impact.